Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they were still going at night. The patient was able to use the programmer and verify stimulation was currently on and set on program 3. The patient increased stimulation to 3.3v which was comfortable sitting, standing, and walking. The patient was aware to decrease stimulation of it became uncomfortable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins), for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. About a week before (B)(6) 2018, patient felt a shocking sensation at the ins site when placing the patient programmer (pp) antenna on their skin and synching to their ins; this occurred prior to falling. The patient had a charlie horse and they fell on their back; their back is black and blue. On (B)(6) 2018, the patient saw their healthcare provider (hcp) because their urinary symptoms returned; they fell about a week before. The patient was instructed to keep working with the pp to find the best setting; they increased simulation to 8.5v on program 4. As a result of what was reported, the patient was advised to call/follow-up with their hcp. The call center reviewed stimulation might be too high, so they decreased it to 1.3v where they felt better. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had it up higher before, it was at 4 point something, probably 4 or 5 months ago and she was getting shocked so they told her to lower it to 2.4 and then she raised it to 2.7, but it was still not helping. The patient also mentioned that she had been urinating an awful lot and was all wet after sleeping the night. The patient noted that she was going through a lot of pull-ups and it started about 2 weeks ago. Troubleshooting attempts were made and the patient programmer showed stimulation was on program 4 at 2.7v and the patient moved to program 3 at 3.0v. The patient mentioned that it was too strong so she lowered stimulation to 2.4v and confirmed it was comfortable. There were no further symptoms or complications reported or anticipated.